Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an false air-in-line alarms was not determined because no products or device logs were returned.

Event description:
It was reported that he pump module is stating there is air-in-line when there isn't any air. Customer alleges that the error still occurs when they switch the pump. There was no information on patient involvement.